Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils in the left or right fallopian tubes meaning that the essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown, doctor said it could not be found/migration of essure device"), pelvic pain ("severe pelvic pain /pain") and menorrhagia ("menorrhagia") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included parity 1 (date of delivery: (B)(6) 2004.), gravida I, gestational diabetes, vaginal bleeding since (B)(6) 2009, low back pain since (B)(6) 2011, dysuria since (B)(6) 2011, uti since (B)(6) 2011, stiffness since (B)(6) -2011, spasms since (B)(6) 2011, abdominal tenderness since (B)(6) 2012, periumbilical pain since (B)(6) 2012, benign essential hypertension since (B)(6) 2012, skin texture abnormal since (B)(6) 2012, hyperglyceridemia since (B)(6) 2012, upper back pain since (B)(6) 2012, vitamin d deficiency since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012, arthritis since (B)(6) 2012, gestational diabetes mellitus since (B)(6) 2012, hypertension since (B)(6) 2012, lumbago since (B)(6) 2012, scoliosis since (B)(6) 2012, back surgery since (B)(6) 2012, scoliosis since (B)(6) 2012, thrombosis nos since (B)(6) 2012, flooding since (B)(6) 2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since (B)(6) 2012, arthritis since (B)(6) 2012, polypectomy since (B)(6) 2012, uterine bleeding since (B)(6) 2014, prolonged heavy periods since 2012, endometrial polyp since (B)(6) 2014, menorrhagia since (B)(6) 2014, abdominal pain (the past year but had a severe episode.) Since (B)(6) 2015, abdominal bloating since (B)(6) 2015, multiple gastric ulcers since (B)(6) 2015, melena since (B)(6) 2015, break-through bleeding since (B)(6) 2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since (B)(6) 2016, uterine bleeding since (B)(6) 2016, hematometra since (B)(6) 2016, dysmenorrhoea since (B)(6) 2016, ovarian cyst since (B)(6) 2016, amenorrhea since (B)(6) 2014, uterine prolapse since (B)(6) 2017, body mass index abnormal (between 34.0 and 34.9,) since (B)(6) 2017 and abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.). Concomitant products included lidocaine, medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infections:yeast infection"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain"), urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder problems"). In 2009, the patient experienced hormone level abnormal ("hormonal changes") and mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"). On (B)(6) 2012, 4 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues."), back pain ("lower back pain"), cystitis ("bladder infection") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral on (B)(6) 2012) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, vulvovaginal mycotic infection, menstrual disorder, hormone level abnormal, mood altered, urinary tract disorder, weight increased, back pain, cystitis, urinary tract infection, vaginal infection and bladder disorder outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered back pain, bladder disorder, cystitis, device dislocation, hormone level abnormal, menorrhagia, menstrual disorder, mood altered, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation specimen removed: globular uterus, both fallopian tubes physician said I could still get pregnant and recommend a tubal ligation on the left side tube. There was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was occluded.; on (B)(6) 2008: unilateral occlusion (right tube occluded) . Hysterosalpingogram, physician said I could still get pregnant and recommend a tubal ligation on the left side tube. On (B)(6) 2012, sonohysterogram with evidence of polyp in cavity. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. On (B)(6) 2017, pathology report, gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified. On (B)(6) 2017, pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. ' concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs was received. Event as per pfs infection (bladder/ urinary/tract/vaginal), abnormal bleeding (vaginal, menorrhagia) and bladder problems were added. Previously reported event abnormal bleeding was coded to genital hemorrhage was replaced to vaginal hemorrhage and menorrhagia its date of onset and outcome of events was added. Previously reported event infection coded to infection nos was updated to yeast infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils in the left or right fallopian tubes meaning that the essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown, doctor said it could not be found/migration of essure device"), pelvic pain ("severe pelvic pain /pain"), menorrhagia ("menorrhagia") and back pain ("lower back pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included parity 1 (date of delivery: on (B)(6) 2004.), gravida I, gestational diabetes, vaginal bleeding since on (B)(6)2009, low back pain since on (B)(6) 2011, dysuria since on (B)(6) 2011, uti since on (B)(6) 2011, stiffness since on (B)(6) 2011, spasms since on (B)(6) 2011, abdominal tenderness since on (B)(6) 2012, periumbilical pain since on (B)(6) 2012, benign essential hypertension since on (B)(6)2012, skin texture abnormal since on (B)(6) 2012, hyperglyceridemia since on (B)(6) 2012, upper back pain since on (B)(6) 2012, vitamin d deficiency since on (B)(6) 2012, dysfunctional uterine bleeding since on (B)(6) 2012, arthritis since on (B)(6) 2012, gestational diabetes mellitus since on (B)(6) 2012, hypertension since on (B)(6) 2012, lumbago since on (B)(6) 2012, scoliosis since on (B)(6) 2012, back surgery since on (B)(6) 2012, scoliosis since on (B)(6) 2012, thrombosis nos since on (B)(6) 2012, flooding since on (B)(6) 2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since on (B)(6) 2012, arthritis since on (B)(6) 2012, polypectomy since on (B)(6) 2012, uterine bleeding since on (B)(6) 2014, prolonged heavy periods since 2012, endometrial polyp since on (B)(6) 2014, menorrhagia since on (B)(6) 2014, abdominal pain (the past year but had a severe episode.) Since on (B)(6) 2015, abdominal bloating since on (B)(6) 2015, multiple gastric ulcers since on (B)(6) 2015, melena since on (B)(6) 2015, break-through bleeding since on (B)(6) 2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since on (B)(6) 2016, uterine bleeding since on (B)(6) 2016, hematometra since on (B)(6) 2016, dysmenorrhoea since on (B)(6) 2016, ovarian cyst since on (B)(6) 2016, amenorrhea since on (B)(6) 2014, uterine prolapse since on (B)(6) 2017, body mass index abnormal (between 34.0 and 34.9,) since on (B)(6) 2017, abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.) And hypertension. Concomitant products included amlodipine besilate (amlodipine besylate), cyclobenzaprine, eugynon (levora), lidocaine, lisinopril, medroxyprogesterone (depo provera), meloxicam, oral contraceptive nos and tranexamic acid. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infections: yeast infection"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder problems"). On (B)(6) 2008, 3 months 14 days after insertion of essure, the patient experienced weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)". In 2009, the patient experienced hormone level abnormal ("hormonal changes") and mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"). On (B)(6) 2010, the patient experienced dysuria ("dysuria") and pollakiuria ("urinary frequency"). On (B)(6) 2011, the patient experienced vulvovaginal candidiasis ("vaginal "candidiasis""). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues."), back pain (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017), surgery (hysterectomy with bilateral on (B)(6) 2012), surgery (ablation on (B)(6) 2017) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vulvovaginal mycotic infection, menstrual disorder, hormone level abnormal, mood altered, urinary tract disorder, weight increased, cystitis, bladder disorder, dysmenorrhoea, depression, anxiety, dysuria, pollakiuria and vulvovaginal candidiasis outcome was unknown, the pelvic pain, back pain, urinary tract infection, vaginal infection and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dysuria, hormone level abnormal, menorrhagia, menstrual disorder, mood altered, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation. Specimen removed: globular uterus, both fallopian tubes. Physician said I could still get pregnant and recommend a tubal ligation on the left side tube. There was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Failure to occlude (close) fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: confirmed that the essure device was occluded.; on (B)(6) 2008: unilateral occlusion (right tube occluded) hysterosalpingogram, physician said I could still get pregnant and recommend a tubal ligation on the left side tube. On (B)(6) 2012, sonohysterogram with evidence of polyp in cavity. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. On (B)(6) 2017, pathology report, gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified. On (B)(6) 2017, pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. ' concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events added: dysmenorrhea(cramping), dysuria, mental anguish, depression, urinary frequency, vaginal candidiasis, abdominal pain. Event outcome added for the events: menorrhagia, vaginal haemorrhage, pelvic pain, back pain, abdominal pain, urinary tract infection, vaginal infection. Concomitant condition was added. Event onset date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils in the left or right fallopian tubes meaning that the essure device had migrated from its initial insertion point") and pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("abnormal menstruation issues."). On (B)(6) 2012, 4 years 6 months after insertion of essure, the patient was diagnosed with device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the essure device on (B)(6) 2017) and surgery (total hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that the essure device was occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("no essure coils in the left or right fallopian tubes meaning that essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown,/migration of essure device location:within endometrial cavity"), pelvic pain ("severe pelvic pain /pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and back pain ("lower back pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Hysterosalpingogram, physician said I could still get pregnant and recommend a tubal ligation on the left side tube. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included parity 1 (date of delivery: 09jun2004.), gravida I, gestational diabetes, vaginal bleeding since (B)(6) 2009, low back pain since (B)(6) 2011, dysuria since (B)(6) 2011, uti since (B)(6) 2011, stiffness since 20-apr-2011, spasms since (B)(6) 2011, abdominal tenderness since (B)(6) 2012, periumbilical pain since (B)(6) 2012, benign essential hypertension since (B)(6) 2012, skin texture abnormal since (B)(6) -2012, hyperglyceridemia since (B)(6) -2012, upper back pain since (B)(6) 2012, vitamin d deficiency since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012, arthritis since (B)(6) 2012, gestational diabetes mellitus since 8-oct-2012, hypertension since (B)(6) 2012, lumbago since (B)(6) 2012, scoliosis since (B)(6) 2012, back surgery since (B)(6) 2012, scoliosis since (B)(6) -2012, thrombosis nos since (B)(6) 2012, flooding since (B)(6) 2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since (B)(6) 2012, arthritis since (B)(6) 2012, polypectomy since (B)(6) 2012, uterine bleeding since (B)(6) 2014, prolonged heavy periods since 2012, endometrial polyp since (B)(6) 2014, menorrhagia since 10-mar-2014, abdominal pain (the past year but had a severe episode.) Since (B)(6) 2015, abdominal bloating since (B)(6) -2015, multiple gastric ulcers since (B)(6) 2015, melena since (B)(6) 2015, break-through bleeding since (B)(6) 2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since (B)(6) 2016, uterine bleeding since (B)(6) 2016, hematometra since (B)(6) 2016, dysmenorrhoea since (B)(6) -2016, ovarian cyst since (B)(6)2016, amenorrhea since (B)(6)2014, uterine prolapse since (B)(6)-2017, body mass index normal (between 34.0 and 34.9,) since (B)(6) 2017, abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.) And hypertension. Concomitant products included amlodipine besilate (amlodipine besylate), cyclobenzaprine, levora, lidocaine, lisinopril, medroxyprogesterone acetate (depo provera), meloxicam, oral contraceptive nos and tranexamic acid. On (B)(6) -2008, the patient had essure inserted. On (B)(6)-2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 28 days after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"). On (B)(6)2010, the patient experienced dysuria ("dysuria") and pollakiuria ("urinary frequency"). On(B)(6)2011, the patient experienced vulvovaginal candidiasis ("vaginal candidasis/yeast infection/infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, d&c, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, menstrual disorder, hormone level abnormal, mood altered, weight increased, dysmenorrhoea, depression, anxiety, dysuria, pollakiuria and vulvovaginal candidiasis outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dysuria, hormone level abnormal, menorrhagia, menstrual disorder, mood altered, pelvic pain, pollakiuria, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation. It was retorted that she could still get pregnant and recommend a tubal ligation on the left side tube. Specimen removed: globular uterus, both fallopian tubes physician said I could still get pregnant and recommend a tubal ligation on the left side tube. There was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Failure to occlude (close) fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: confirmed that the essure device was occluded. Unilateral occlusion (right tube occluded),; on (B)(6)2008: results: unilateral occlusion (right tube occluded) migration of essure device; on (B)(6)-2008: I could still get pregnant and recommend a tubal ligation on the left side tube.. Pathology test - on (B)(6)2017: on gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified.; on (B)(6)2017: pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. '. Saline infusion sonogram - on (B)(6)-2012: sonohysterogram with evidence of polyp in cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporters information added. Event:device dislocation were updated to device expulsion. Event vaginal infection and vulvovaginal mycotic infections clubbed with vulvovaginal candidiasis. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('no essure coils in the left or right fallopian tubes meaning that essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown,/migration of essure device location:within endometrial cavity'), pelvic pain ('severe pelvic pain /pain') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included uterine prolapse since (B)(6) 2017, body mass index normal (between 34.0 and 34.9,) since (B)(6) 2017, uterine bleeding since (B)(6) 2016, hematometra since (B)(6) 2016, dysmenorrhoea since (B)(6) 2016, ovarian cyst since (B)(6) 2016, break-through bleeding since (B)(6) 2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since (B)(6) 2016, abdominal bloating since (B)(6) 2015, multiple gastric ulcers since (B)(6) 2015, melena since (B)(6) 2015, abdominal pain (the past year but had a severe episode.) Since (B)(6) 2015, amenorrhea since (B)(6) 2014, uterine bleeding since (B)(6) 2014, endometrial polyp since (B)(6) 2014, menorrhagia since (B)(6) 2014, thrombosis nos since (B)(6) 2012, flooding since (B)(6) 2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since (B)(6) 2012, arthritis since (B)(6) 2012, polypectomy since (B)(6) -2012, abdominal tenderness since (B)(6) 2012, periumbilical pain since (B)(6) 2012, benign essential hypertension since (B)(6) 2012, skin texture abnormal since (B)(6) 2012, hyperglyceridemia since (B)(6) 2012, upper back pain since (B)(6) 2012, vitamin d deficiency since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012, arthritis since(B)(6) 2012, gestational diabetes mellitus since (B)(6) 2012, hypertension since (B)(6) 2012, lumbago since (B)(6) 2012, scoliosis since (B)(6) 2012, back surgery since (B)(6) 2012, scoliosis since (B)(6) 2012, prolonged heavy periods since 2012, stiffness since (B)(6) 2011, spasms since (B)(6) 2011, low back pain since (B)(6) 2011, dysuria since (B)(6) 2011, uti since (B)(6) 2011, vaginal bleeding since (B)(6) 2009, parity 1 (date of delivery: (B)(6) 2004.), gravida I, gestational diabetes, abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.) And hypertension. Concomitant products included amlodipine besilate (amlodipine besylate), cyclobenzaprine, levora, lidocaine, lisinopril, medroxyprogesterone acetate (depo provera), meloxicam, oral contraceptive nos and tranexamic acid. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 28 days after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"). On (B)(6) 2010, the patient experienced dysuria ("dysuria") and pollakiuria ("urinary frequency"). On (B)(6) 2011, the patient experienced vulvovaginal candidiasis ("vaginal candidasis/yeast infection/infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, hormone level abnormal, mood altered, weight increased, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, back pain, vaginal haemorrhage, dysmenorrhoea, dysuria, pollakiuria, vulvovaginal candidiasis and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dysuria, hormone level abnormal, menorrhagia, menstrual disorder, mood altered, pelvic pain, pollakiuria, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation. It was retorted that she could still get pregnant and recommend a tubal ligation on the left side tube. Specimen removed: globular uterus, both fallopian tubes there was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Failure to occlude (close) fallopian tube. Patient received treatment for pain, bleeding, urinary tract/bladder problems. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confirmed that the essure device was occluded. Unilateral occlusion (right tube occluded).; on (B)(6) 2008: results: unilateral occlusion (right tube occluded). Migration of essure device; on (B)(6) 2008: I could still get pregnant and recommend a tubal ligation on the left side tube.. Pathology test - on (B)(6) 2017: on gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified.; on (B)(6) 2017: pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. '. Saline infusion sonogram - on (B)(6) 2012: sonohysterogram with evidence of polyp in cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils in the left or right fallopian tubes meaning that the essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown, doctor said it could not be found/migration of essure device"), pelvic pain ("severe pelvic pain /pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and back pain ("lower back pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Hysterosalpingogram, physician said I could still get pregnant and recommend a tubal ligation on the left side tube. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included parity 1 (date of delivery: on (B)(6) 2004.), gravida I, gestational diabetes, vaginal bleeding since on (B)(6) 2009, low back pain since on (B)(6) 2011, dysuria since on (B)(6) 2011, uti since on (B)(6) 2011, stiffness since on (B)(6) 2011, spasms since on (B)(6) 2011, abdominal tenderness since on (B)(6) 2012, periumbilical pain since on (B)(6)2012, benign essential hypertension since on (B)(6) 2012, skin texture abnormal since on (B)(6) 2012, hyperglyceridemia since on (B)(6) 2012, upper back pain since on (B)(6) 2012, vitamin d deficiency since on (B)(6) 2012, dysfunctional uterine bleeding since on (B)(6) 2012, arthritis since on (B)(6) 2012, gestational diabetes mellitus since on (B)(6) 2012, hypertension since on (B)(6) 2012, lumbago since on (B)(6) 2012, scoliosis since on (B)(6) 2012, back surgery since on (B)(6) 2012, scoliosis since on (B)(6) 2012, thrombosis nos since on (B)(6)2012, flooding since on (B)(6) 2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since on (B)(6) 2012, arthritis since on (B)(6) 2012, polypectomy since on (B)(6) 2012, uterine bleeding since on (B)(6) 2014, prolonged heavy periods since on (B)(6) 2012, endometrial polyp since on (B)(6) 2014, menorrhagia since on (B)(6) 2014, abdominal pain (the past year but had a severe episode.) Since on (B)(6) 2015, abdominal bloating since on (B)(6) 2015, multiple gastric ulcers since on (B)(6) 2015, melena since on (B)(6) 2015, break-through bleeding since on (B)(6) 2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since on (B)(6)2016, uterine bleeding since on (B)(6) 2016, hematometra since on (B)(6) 2016, dysmenorrhoea since on (B)(6) 2016, ovarian cyst since on (B)(6) 2016, amenorrhea since on (B)(6) 2014, uterine prolapse since on (B)(6) 2017, body mass index normal (between 34.0 and 34.9,) since on (B)(6)2017, abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.) And hypertension. Concomitant products included amlodipine besilate (amlodipine besylate), cyclobenzaprine, levora, lidocaine, lisinopril, medroxyprogesterone acetate (depo provera), meloxicam, oral contraceptive nos and tranexamic acid. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced vulvovaginal mycotic infection ("infections:yeast infection"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problems"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"), 3 months 14 days after insertion of essure. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"). On (B)(6) 2010, the patient experienced dysuria ("dysuria") and pollakiuria ("urinary frequency"). On (B)(6) 2011, the patient experienced vulvovaginal candidiasis ("vaginal candidasis/yeast infection"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues."), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2017, hysterectomy with bilateral salpingectomy on (B)(6)2017 and hysterectomy with bilateral on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, mood altered, urinary tract disorder, weight increased, bladder disorder, dysmenorrhoea, depression, anxiety, dysuria, pollakiuria and vulvovaginal candidiasis outcome was unknown, the pelvic pain, back pain, vulvovaginal mycotic infection, cystitis, urinary tract infection, vaginal infection and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dysuria, hormone level abnormal, menorrhagia, menstrual disorder, mood altered, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation. It was retorted that she could still get pregnant and recommend a tubal ligation on the left side tube. Specimen removed: globular uterus, both fallopian tubes. Physician said I could still get pregnant and recommend a tubal ligation on the left side tube. There was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Failure to occlude (close) fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: confirmed that the essure device was occluded.; on (B)(6) 2008: results: unilateral occlusion (right tube occluded); on (B)(6) 2008: I could still get pregnant and recommend a tubal ligation on the left side tube. Pathology test: on (B)(6) 2017: on gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified; on (B)(6) 2017: pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. '. Saline infusion sonogram: on (B)(6) 2012: sonohysterogram with evidence of polyp in cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Most recent follow-up information incorporated above includes: on 7-jan-2019: outcome of event infections: yeast infection and bladder infection was updated to recovering. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('no essure coils in the left or right fallopian tubes meaning that essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown,/migration of essure device location: within endometrial cavity'), pelvic pain ('severe pelvic pain /pain'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and back pain ('lower back pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included uterine prolapse since (B)(6) 2017, body mass index normal (between 34.0 and 34.9,) since (B)(6) 2017, uterine bleeding since (B)(6) 2016, hematometra since (B)(6) 2016, dysmenorrhoea since (B)(6) 2016, ovarian cyst since (B)(6) 2016, break-through bleeding since (B)(6) 2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since (B)(6) 2016, abdominal bloating since (B)(6) 2015, multiple gastric ulcers since (B)(6) 2015, melena since (B)(6) 2015, abdominal pain (the past year but had a severe episode.) Since (B)(6) 2015, amenorrhea since (B)(6) 2014, uterine bleeding since (B)(6) 2014, endometrial polyp since (B)(6) 2014, menorrhagia since (B)(6) 2014, thrombosis nos since (B)(6) 2012, flooding since (B)(6) 2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since (B)(6) 2012, arthritis since (B)(6) 2012, polypectomy since (B)(6) 2012, abdominal tenderness since (B)(6) 2012, periumbilical pain since (B)(6) 2012, benign essential hypertension since (B)(6) 2012, skin texture abnormal since (B)(6) 2012, hyperglyceridemia since (B)(6) 2012, upper back pain since (B)(6) 2012, vitamin d deficiency since (B)(6) 2012, dysfunctional uterine bleeding since (B)(6) 2012, arthritis since (B)(6) 2012, gestational diabetes mellitus since (B)(6) 2012, hypertension since (B)(6) 2012, lumbago since (B)(6) 2012, scoliosis since (B)(6) 2012, back surgery since (B)(6) 2012, scoliosis since (B)(6) 2012, prolonged heavy periods since 2012, stiffness since (B)(6) 2011, spasms since (B)(6) 2011, low back pain since (B)(6) 2011, dysuria since (B)(6) 2011, uti since (B)(6) 2011, vaginal bleeding since (B)(6) 2009, parity 1 (date of delivery: (B)(6) 2004.), gravida I, gestational diabetes, abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.) And hypertension. Concomitant products included amlodipine besilate (amlodipine besylate), cyclobenzaprine, levora, lidocaine, lisinopril, medroxyprogesterone acetate (depo provera), meloxicam, oral contraceptive nos and tranexamic acid. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 28 days after insertion of essure. On (B)(6) 2008, the patient was found to have weight increased ("weight gain") and experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"). On (B)(6) 2010, the patient experienced dysuria ("dysuria") and pollakiuria ("urinary frequency"). On (B)(6) 2011, the patient experienced vulvovaginal candidiasis ("vaginal candidasis/yeast infection/infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, hormone level abnormal, mood altered, weight increased, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, back pain, vaginal haemorrhage, dysmenorrhoea, dysuria, pollakiuria, vulvovaginal candidiasis and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dysuria, hormone level abnormal, menorrhagia, menstrual disorder, mood altered, pelvic pain, pollakiuria, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation. It was retorted that she could still get pregnant and recommend a tubal ligation on the left side tube. Specimen removed: globular uterus, both fallopian tubes there was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Failure to occlude (close) fallopian tube. Patient received treatment for pain, bleeding, urinary tract/bladder problems. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confirmed that the essure device was occluded. Unilateral occlusion (right tube occluded).; on (B)(6) 2008: results: unilateral occlusion (right tube occluded). Migration of essure device; on (B)(6) 2008: I could still get pregnant and recommend a tubal ligation on the left side tube. Pathology test - on (B)(6) 2017: on gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified.; on (B)(6) 2017: pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. '. Saline infusion sonogram - on (B)(6) 2012: sonohysterogram with evidence of polyp in cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pertaining to pain, bleeding and urinary/bladder problems updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coils in the left or right fallopian tubes meaning that the essure device had migrated from its initial insertion point / malposition of essure device location of device: unknown, doctor said it could not be found/migration of essure device"), pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, chlamydia trachomatis infection of lower genitourinary sites, chest wall pain, motor vehicle accident, acute sinusitis and otitis media acute. Previously administered products included for birth control: contraceptives from 1987 to 2008. Concurrent conditions included parity 1 (date of delivery: (B)(6)2004.), gravida, gestational diabetes, vaginal bleeding since (B)(6)-2009, low back pain since (B)(6)2011, dysuria since (B)(6)2011, uti since (B)(6)2011, stiffness since 20-(B)(6)2011, spasms since (B)(6)2011, abdominal tenderness since (B)(6)2012, periumbilical pain since (B)(6)2012, benign essential hypertension since (B)(6)2012, skin texture abnormal since (B)(6)2012, hypertriglyceridemia since (B)(6)2012, upper back pain since (B)(6)2012, vitamin d deficiency since (B)(6)2012, dysfunctional uterine bleeding since (B)(6)2012, arthritis since (B)(6)2012, gestational diabetes mellitus since (B)(6)2012, hypertension since (B)(6)2012, lumbago since (B)(6)2012, scoliosis since (B)(6)2012, back surgery since (B)(6)2012, scoliosis since 8-(B)(6)2012, clot blood since (B)(6)2012, flooding since (B)(6)2012, uterine dilation and curettage (a uterine curettage was performed with a stainless curette and a small-moderate amount of tissue removed.) Since (B)(6)2012, arthritis since (B)(6)2012, polypectomy since (B)(6)2012, uterine bleeding since (B)(6)2014, prolonged heavy periods since 2012, endometrial polyp since (B)(6)2014, menorrhagia since (B)(6)2014, abdominal pain (the past year but had a severe episode.) Since (B)(6)2015, abdominal bloating since (B)(6)2015, multiple gastric ulcers since (B)(6)2015, melena since (B)(6)2015, break-through bleeding since (B)(6)2016, menstruation prolonged (she states that her spotting resolved has persisted mostly as a daily brown discharge to spotting) since (B)(6)2016, uterine bleeding since (B)(6)2016, hematometra since (B)(6)2016, dysmenorrhoea since (B)(6)2016, ovarian cyst since (B)(6) 2016, amenorrhea since (B)(6) 2014, uterine prolapse since (B)(6)2017, body mass index (between 34.0 and 34.9,) since (B)(6)-2017 and abdominal cramps (post procedural she had some abdominal cramping but then resolved and also had some back cramping.). Concomitant products included contraceptives nos, lidocaine and medroxyprogesterone (depo provera). On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6)2012, 4 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("abnormal menstruation issues."), genital haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), mood altered ("psychological or psychiatric problems condition: husband said I was crazy because of my mood changes"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2012) and ablation. Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, pelvic pain, infection, menstrual disorder, genital haemorrhage, hormone level abnormal, mood altered, urinary tract disorder, vaginal discharge, weight increased and back pain outcome was unknown. The reporter considered back pain, device dislocation, genital haemorrhage, hormone level abnormal, infection, menstrual disorder, mood altered, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: history of hysteroscopy wi insert of device to occlude fallopian tubes, history of hysteroscopy with endometrial ablation, history of hysteroscopy with resection for intrauterine polyp removal, history of tubal ligation. Specimen removed: globular uterus, both fallopian tubes. Physician said I could still get pregnant and recommend a tubal ligation on the left side tube. There was difficulty identifying the gold band on this ide therefore a the device was deployed, approximately 18 coils were noted remaining in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2008: confirmed that the essure device was occluded.; on (B)(6)2008: unilateral occlusion (right tube occluded) hysterosalpingogram, physician said I could still get pregnant and recommend a tubal ligation on the left side tube. On (B)(6)2012, sonohysterogram with evidence of polyp in cavity. Indication/preoperative & postoperative diagnosis: dysfunctional uterine bleeding with abnormal sonohysterogram. There was no essure coil noted protruding from the left tubal ostia, gentle curettage was then performed on the left side of the uterus only left side anterior and posterior in order to not disturb essure coil. The hysteroscope was then placed and the presence of the essure coil in the right tubal ostia was again confirmed. On (B)(6)2017, pathology report, gross description: received in formalin labeled "uterus, bilateral tubes" is a 14b gram, 11.0xb.oxs.0 cm, symmetrical uterus with two detached fimbriated segments of oviduct, 4.s and 6.0 cm in respective lengths and up to 0.9 cm in diameter. Ovaries are not submitted. The uterus has a pink-red serosa with scattered fibrous adhesions. The tan-pink cervix measures 4.sx3.8 cm with a 1.s cm, patent, slit-like os. The specimen is opened along the lateral aspects revealing a visible and distinct transformation zone. There are multiple mucin-filled nabothian cysts. The tan endometrium has a scar-like appearance. The tan-pink myometrium is approximately 3 cm in thickness. The specimen is serially sectioned without discrete masses and/or lesions grossly identified. Within the apparent left cornua, there is an apparent spiral-shaped foreign object, consistent with intrauterine device. The right cornua is sectioned without foreign body grossly identified. On (B)(6)2017, pathology report, 148 g uterus with endometrial scarring and benign pathology, benign fallopian tubes; left lube essure coil noted but no essure coil identified in the right tube. ' concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, infection, back pain, genital haemorrhage and urinary tract disorder. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr were reported. Reporters were added. Patient¿s details, historical drug, historical condition, concomitant disease and concomitant drugs were added. Genital haemorrhage, hormone level abnormal, psychological or psychiatric problems condition: husband said I was crazy because of my mood changes, bladder or urinary problems or changes, vaginal discharge, lower back pain and weight gain were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.